Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing low blood glucose levels and paramedics had to be called. Customer has previously gone for a workout and collapsed in parking lot. Customer's blood glucose value at the time of admission was 32 mg/dl. Nothing further reported.